Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch.

Event description:
As reported on (B)(6) 2014, (B)(6), male patient had a nephrostomy drainage catheter removed due to an occlusion of the catheter. It was the reported that the adhesive use to affix the suture wire to the pull cap detached and occluded the catheter. The occlusion of the drainage catheter resulted in infection. The occlusion of the drainage catheter resulted in infection. The drainage catheter was removed and replaced with a new of the same device. The event resulted in a prolonged hospital stay. It was reported the patient did not suffer any permanent harm or injury due to the event. It was reported the device is not available for return to the manufacturer for evaluation as the device was disposed of by the user.